Manufacturer narrative:
Qn#(B)(6) the device was not returned for investigation. No return product evaluation could be completed. A short video clip was obtained by vsi/teleflex showing the radiopaque lock pulsing in place. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Central positioned access was gained utilizing ultrasound guidance and micro puncture. Arteriotomy was greater than 6.0mm, clear of calcification and tortuosity, with a depth measurement of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheaths. Following a tavr procedure, an 18f manta was deployed to the measured depth in the right common femoral artery. Following deployment, a post-angiogram appeared normal. While additional pressure was held, a few minutes later, a hematoma began forming at the access site. A hematoma is a common large-bore procedural complication and does not indicate a device failure. The hematoma was large and growing. Pressures were held and a second angiogram taken indicated bleeding was present. The radiopaque lock appeared to be moving (pulsing). A stent was deployed to address the extravasation and achieve hemostasis. The patient did not experience any harm from this event and the outcome post-procedure was fine. Complications leading to bleeding, hematoma possibly requiring surgical repair, and/or endovascular intervention (covered stent) are listed in the IFU as possible adverse events related to vascular closure devices. Due to an insufficient amount of information regarding the initial and deployment procedures, patient conditions, and environment, no device or access angiograms were submitted for investigative purposes, and a root cause for the extended hemostasis requiring a covered stent cannot be determined. Access site complications leading to a hematoma are listed in the manta instructions for use and are identified as potential adverse events associated with the deployment of the manta vascular closure device. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions in the IFU state if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician's assessment of the amount of bleeding, use of manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: manta deployed- post image looked great. Held some additional pressure and noticed a big hematoma forming at the site. Took another image and saw bleeding and the radiopaque lock was moving. They ended up putting in a stent and everything was ok. Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was >6mm no reported calcification or tortuosity. Measured depth for the manta was 3.5+1cm. Systolic blood pressure was 160mmhg and act was 215 prior to closure. A few minutes after closure, it was noted that the radiopaque lock was moving, a hematoma was forming, and stent was places. Patient was reported as fine post procedure with no reported harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: manta deployed- post image looked great. Held some additional pressure and noticed a big hematoma forming at the site. Took another image and saw bleeding and the radiopaque lock was moving. They ended up putting in a stent and everything was ok. Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was >6mm no reported calcification or tortuosity. Measured depth for the manta was 3.5+1cm. Systolic blood pressure was 160mmhg and act was 215 prior to closure. A few minutes after closure, it was noted that the radiopaque lock was moving, a hematoma was forming, and stent was places. Patient was reported as fine post procedure with no reported harm.